Manufacturer narrative:
Product ID 8780, serial# (B)(4) implanted: (B)(6) 2015, partially explanted: (B)(6) 2019, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative.the explanted portion of catheter was discarded during the procedure in the operating room and therefore would not be returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 126 mcg/day via an implantable pump for cerebral palsy and intractable spasticity. It was reported that the patient¿s medical history included cerebral palsy. It was further reported that on (B)(6) 2019 an excessive residual medication was noted at the time of a refill. It was indicated that there was a kink at the pump connector of the previously implanted catheter. The catheter was revised. They removed a section of the catheter and replaced with a new piece. The issue was resolved at the time of the report ((B)(6) 2019). The patient was without injury regarding their status at the time of the report. Environmental/external/patient factors that may have led or contributed to the issue was indicated as being not applicable. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight was noted as having been requested but was unknown. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.